Event description:
It was reported the health care provider (hcp) was unable to locate infumorph anywhere to fill the patient¿s pump. The hcp had been working on trying to find it for three weeks. The plan was to switch the patient to oral medication until they could find morphine to fill the pump. It was reported ¿we¿re probably going to admit him for the transition¿. The hcp planned to go in and take the rest of the morphine out of the reservoir on (B)(6) 2013 and substitute it with saline. It was noted the patient¿s alarm date was not until the following monday. The patient was not having any symptoms and was ¿fine now¿. The following information was also reported under manufacturer report # 3007566237-2013-02646 {it was later reported the patient was admitted to the ¿sci service¿ to transition from intrathecal morphine to oral therapy until the infumorph was available due to back order. It was unclear what ¿sci service¿ was due to limited information. Despite utilizing a much lower oral to intrathecal ratio the patient still had cognitive changes leading to pulmonary complications and a prolonged hospital stay. Additional information has been requested, but had not been received as of the date of this report}. Any additional information received will be reported under this report. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 8709, lot# j10965r04, implanted: (B)(6) 2002, product type: catheter. (B)(4).

Event description:
Additional information received reported the patient¿s symptoms began on (B)(6) 2013. The patient experienced an altered mental status, disorientation and somnolence, along with respiratory insufficiency which required immediate placement on bipap and subsequent intubation on (B)(6) 2013. The patient also had multiple episodes of atrial fibrillation with rapid ventricular response. The patient was admitted to the intensive care unit (ICU) and was maintained on the ventilator for aspiration pneumonia and sepsis due to presumed over sedation from oral opiates. The patient was also maintained on vasopressors and was noted to have had persistent delirium. The patient was then extubated on (B)(6) 2013. The patient continued to have dysphagia after a prolonged ICU stay as well as severe deconditioning. The patient¿s mental status and swallowing gradually improved to baseline over several months. As of (B)(6) 2013 the patient remained hospitalized. It was reported the patient was now back on the morphine pump with improvement in pain and mental status.

Manufacturer narrative:
(B)(4).